Manufacturer narrative:
The pump was received with no vibration during the self test due to a broken vibrator motor wire. The pump also had minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer's pump started vibrating very loudly. Customer stated that now it is not vibrating at all. Customer has been using the pump the same way and it is possibly getting worn out. Customer's blood glucose level was 122 mg/dl. Customer stated that the vibrating was getting louder and now it has stopped. Customer was assisted in performing the self test. Customer stated that the pump did not vibrate during the vibrate test. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.